Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported having difficulty fully emptying their bladder. They mentioned experiencing frequent urinary tract infections (utis) and currently feel as though they might be having uti symptoms. While unsure if it was a full-blown uti, the patient noted some issues. They mentioned changing programs yesterday following the manufacturer guide, but they still feel the same symptoms and were experiencing significant irritation with the stimulation on their right leg. The patient asked whether they should revert to program 1 and increase the setting from 4 to 5, or try the next program. The agent advised the patient that they can increase the strength as needed, as long as it does not become uncomfortable or painful. Since the current program was uncomfortable for them, they can return to the previous one if preferred. The patient was advised to contact their healthcare provider (hcp) for further evaluation and guidance.